Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal would not come out of the delivery tube. The event reportedly occurred in (B)(6) 2010. The staff in the hospital always gathers some defective parts until reporting the failure. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The green slide lock and the white plunger were depressed on the delivery device. There was evidence of blood on the device, the reported complaint "seal would not come out of delivery device" was interpreted as a "failure to load." The complaint was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).